Event description:
It was reported that when using the bd pyxis¿ medstation¿ es half-height drawers 2.1, 2.2, 3.1, and 3.2, along with full-height drawer 4, had various cubies fail and were unable to recover in the surgical area. Station cds1 displayed a black screen on the monitor and would not reboot. The station was rebooted, but various cubies were still not working and would not recover. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was failed, and station was stuck on black screen. A field service engineer (fse) found the station would not power on and identified drawer 4 as the cause. Reseated pyxis bus connections for drawers 2.2 and 3.2 and performed field testing on the drawer 4 controller board, confirming out-of-range ohm readings. Replaced the drawer controller and pyxis bus module controller, then tested the system in hta and the dispensing application with successful results. The system functioned as intended after the field service engineer repaired the device.